Event description:
It was reported that the device was explanted due to unknown reasons. The implant duration is unknown, therefore the aware date is being used as the occurrence date. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.